Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated and adjusted to the optimal operating voltage and the generator interface (gib) pcb coin battery was replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the iris collimator closed/coned down and the system locked up. No patient death or serious injury was reported related to this event.